Manufacturer narrative:
Software analysis completed. Reviewed the case and archive but did not provide any evidence regarding the cause of inaccuracy. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The system was serviced in the field and passed all tests. No failures were found. Reflect this analysis. Logs were received however software analysis has not been completed at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the surgeon felt inaccurate. After they spun, the surgeon felt accurate. The surgeon then used the awl tap and hammered on that around 5 times. At this point the surgeon felt inaccurate and immediately aborted navigation and imaging without attempting another spin or any troubleshooting. It was noted that the likely cause was movement of the reference frame. This occurred intra-operative of a sacroiliac and thoracolumbar procedure. There was no reported delay to the procedure. There was no reported impact to the patient. The surgeon aborted immediately before any hardware was implanted, so there was no impact to the patient. The tap never made it through the bone so no repositioning was needed. Conflicting information was received on the amount of inaccuracy. It was reported it was inaccurate superior/inferior approximately 2-3 mm on level l2-l3 and it was also reported that the inaccuracy was 3-4mm. It was noted that an older style of a percutaneous pin set was used.